Event description:
Customer reportedly obtained results of 176 mg/dl and 67 mg/dl within 10 minutes on the aviva system. No action was taken based on device results. No adverse event reported. No information reported to indicate where comparison performed. Requested return of suspect system and replacement was sent.